Event description:
While scrub tech was drying hands it was noted that the blue towel from c-section pack was producing blue lint on hands. Towel saved along with pack information. C-section pack, cardinal health, ref # sma12csmfo, lot #382815, exp date: [redacted date].